Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Additional rapid antigen tests and pcr test results were negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend was identified for false positive results. Based on the trend, CAPA#1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed and the results were negative. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: a patient said that he/she tested positive for covid-19 on the bd sars-cov-2 kit and negative using other testing options.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed and the results were negative. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: a patient said that he/she tested positive for covid-19 on the bd sars-cov-2 kit and negative using other testing options.